Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur chattered. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
B5 and h6: this event was reported in error, there was no chatter with the bur.

Event description:
It was reported that during a surgical procedure, the bur chattered. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. Update: it was subsequently confirmed the this event was reported in error, there was no chatter with the bur.